Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the surface of the universal cord was broken and fractured due to a component failure of the universal cord; the light guide lens was chipped as a result of a component failure of the distal end cover glass; the insertion tube was slightly dented due to a component failure of the outer tube; and the front and rear light guide bundles were interrupted and weakened due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope multiple physical damages. The surface of the universal cord was found to be broken and fractured, the light guide lens was chipped, the insertion tube showed a slight dent, and both the front and rear light guide bundles were interrupted and weakened. There was no patient involvement.